Manufacturer narrative:
No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision due to take place (B)(6) 2013; asr xl - right; reason(s) for revision: pain and elevated chrome and cobalt levels. (B)(4). Update - amended original surgery date taken from (B)(6) dated (B)(6) 2013. Update received august 8th, 2013. Surgery date amended. Update nov 17, 2017: email notification received. There is no new information. This complaint was updated on: nov 21, 2017.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr revision due to take place (B)(4) 2013 asr xl - right reason(s) for revision: pain and elevated chrome and cobalt levels. South africa reference number: (B)(4). Update - amended original surgery date taken from claim suite dated (B)(4) 2013. ***update received (B)(4) 2013. Surgery date amended*** update (B)(4)2017: email notification received. There is no new information added that changes the MDR decision. This complaint was updated on: (B)(4) 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.